Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an plastic surgery procedure, the clip applier feeds a new clip after one has been applied to a vessel, and the clip "jumps" out of the clip applier. The next time they are using the clip applier the clip applier is empty and they did not notice it and the clip applier ligates of a vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.